Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. Patient subseqently noted connectivity issues resulting in inadequate pain relief. A surgical revision was performed on (B)(6) 2023 to move the implantable pulse generator as it was discovered to have migrated, causing the connectivity issues.